Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #:(B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that all of the lead electrodes became unable to be used due to abnormal impedances that occurred during normal use. Additional information received clarified the impedances were high, with electrodes 0-7 all measuring over 30000 ohms. It was noted the hcp did not remember any breakage issues or mistakes during the implant. Fluoroscopy images showed ¿no suspicion of fracture.¿ the lead was replaced as a result of the event and the new electrode was used without any issue; the issue was resolved. It was noted that since there was no problem with the patient¿s implantable neurostimulator (ins) that the event was attributed to the explanted lead. The patient¿s indication for use was pain post-spinal surgery. It was noted the patient was alive with no injury at the time of report; no further complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found all eight conductors were broken 21.1 cm from the distal end, at the anchor site. If information is provided in the future, a supplemental report will be issued.